Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "encapsulated". Healthcare professional later reported "fibrous capsular contracture," baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events capsular contracture was received on january 10, 2025. With lot number 1819120. Based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "encapsulated". Healthcare professional later reported "fibrous capsular contracture," baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.